Manufacturer narrative:
Adverse event and/or product problem, corrected data: "adverse event" was inadvertently not selected in the initial MDR. "Product problem" was inadvertently selected in the initial MDR. Type of reportable event, corrected data: "malfunction" was inadvertently selected in the initial MDR report. "Serious injury" was inadvertently not selected in the initial MDR

Event description:
It was reported by the patient's neurologist that the generator had been reported as not working as it should because it was disabled and at end of service. The generator was able to be checked but they could not run diagnostics. He attributed the patient's increased seizures to end of service condition, pulse-disabled, and that he did not know whether the seizure rate was above or below pre-vns level. At end of service condition, the generator is no longer expected to provide therapy. The patient's explanted generator was reportedly discarded. The company representative indicated that it was possible that the implant card indicated the incorrect battery life status and that the generator could have been pulse-disabled due to eos on date of implant. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR 3 should have indicated that the patient's explanted generator was received for product analysis. Device available for evaluation?, corrected data: supplemental MDR 3 should have indicated yes, the product was returned, 03/23/2017. Device evaluated by MFR?, corrected data: supplemental MDR 3 should have indicated "no".

Event description:
The suspect product was received for product analysis. Product analysis confirmed end of service condition, no communication. Approximately 93% of the battery was consumed. The post-burn electrical test was performed on the generator and no anomalies were found. No further relevant information has been received to date.

Manufacturer narrative:
The initial report inadvertently did not include the following statement: "the implant card indicated that the reason for generator replacement was battery depletion." (B)(4).

Event description:
The implant card indicated that the reason for generator replacement was battery depletion.

Event description:
The suspect product reportedly wasn't discarded. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported through clinic notes dated (B)(6) 2016 that the patient was averaging 3 seizures per month and that his generator was no longer operating as it should. The patient's generator was replaced (B)(6) 2016. The product has not been received by the manufacturing facility to date. No additional relevant information has been received to date.